Manufacturer narrative:
References the main component of the system and other applicable components are: product ID (B)(4) serial# (B)(4). Product type programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep). The rep reported that they charged the battery to 25% full and was able to read the end of service (eos) to confirm. The rep reported that the patient would be getting a battery replacement on (B)(6) 2017. The rep reported that the patient had 3 over discharges as the cause of the eos. No further complications were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer representative reported that an end of service message was seen on the recharger screen. The clinician programmer showed that the device was discharged and the patient programmer was unable to read it because it needed batteries. It was noted that the patient had stopped using the device for some months due to a broken hip. The recharger was also showing a power on reset message. It was reviewed to charge the implant up enough to read it with the clinician programmer to get the power on reset code and confirm the end of service message as the notification did not seem correct relative to the implant date. Troubleshooting reviewed that there was one previous overdischarge, but there had not been three overdischarges so the end of service message was unexpected. The indication for use was spinal pain. No patient symptoms reported.